Event description:
On (B)(6), 2011, a doctor alleged that over the past four (4) months, five (5) patients experienced the debonding of crowns that had been cemented with breeze cement. This MDR is the second of five reports.

Manufacturer narrative:
The doctor recemented the crowns with breeze cement without further incident. The product involved in the alleged incident was not returned and the lot number was not identified; therefore, no further investigation can be conducted at this time.